Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and sensor , no failure modes were observed and applicator had been fired, however sharp was not retracted. Observed sharp stuck inside sensor plug assembly and damaged transition features in the sensor pack. Inspected the platform and no issues were observed. Therefore, this issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing difficulty upon attempting to apply the freestyle libre 2 sensor. Upon application, "when pressing on the upper arm it did not shoot down, but needle only pushed forward." The customer was unable to monitor glucose via sensor scan and experienced unspecified symptoms of hypoglycemia, requiring unspecified treatment by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing difficulty upon attempting to apply the freestyle libre 2 sensor. Upon application, "when pressing on the upper arm it did not shoot down, but needle only pushed forward." The customer was unable to monitor glucose via sensor scan and experienced unspecified symptoms of hypoglycemia, requiring unspecified treatment by third-party. There was no report of death or permanent impairment associated with this event.